Event description:
Extreme pain [arthralgia]. Swelling [joint swelling]. Benign tumor in the back of left knee [benign neoplasm]. Ruptured baker's cyst right knee [synovial rupture]. Osteoarthritis in right knee [osteoarthritis]. Case description: a spontaneous report received on 16-apr-2010 from a (B)(6) female pt, (B)(6), with a medical history of left knee pain and right knee anterior cruciate ligament (acl) replacement in 2006. The pt received the synvisc series into the left knee on unk dates in 2007. On an unk date, a benign tumor was discovered in the back of her left knee which was removed on an unk date. In addition, on an unk date she experienced extreme pain, swelling, and was diagnosed with left knee synovitis. On an unk date in (B)(6) 2010, the pt experienced a ruptured baker's cyst in her right knee. The pt has left knee replacement surgery scheduled for (B)(6) 2010. The outcome of the event of benign tumor was resolved. No lot number was provided. No further info provided. (B)(4). MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.